Event description:
Additional information received reported there was a 50% or greater symptom reduction. They were unsure which components were involved in the event. The device would repeatedly shut off. A neurosurgery consultation was going to be done and no actions were taken. The cause of the event was determined and it was device related. The device would turn off when it would pass through magnetic doorways. The patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0120574v, implanted: (B)(6) 2001, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID: 3387-40, lot# l65785, implanted: (B)(6) 1999, product type: lead. (B)(4).

Event description:
Additional information received reported the stimulation was turning off. They had confirmed that the ins was off by using the patient programmer and they could tell from the patient¿s return of symptoms and other issues they noticed such as the patient¿s speech was worse. They thought the stimulator was off on the morning of report but the clinician programmer indicated the stimulator was on for the ins. The ins was at 3.74. Information showed 17 activations. Longevity calculation was calculated at 112 months. They checked the other ins and the clinician programmer showed this ins was off. They turned the stimulator on and the patient¿s tremor stopped after it was turned on. The longevity calculation showed 36 months. The battery was at 3.72v and the ins information showed 49 activations. Four weeks prior to report both ins¿ were off. The patient did not take any medication for his essential tremor. They were going to contact the neurosurgeon in hopes of replacing both batteries.

Event description:
It was reported when the stimulation was turned off the patient had a return of symptoms. The patient was shaking really bad. The patient was normally a ¿little garbled¿ but they could hardly understand him. On the day of report the ins¿s had been turned off. The nursing home had a fire drill and they had the patient in a wheel chair and moved him outside. After the fire drill they noticed he was shaking more. They thought the issue was when they moved him through the magnetic doors. They were not sure if the ins¿s prior to the patient¿s current ins¿s had been replaced due to normal battery depletion. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).